Manufacturer narrative:
Reliability analysis inspected three opened/used sensors. Unable to perform the insertion complaint due to the complaint being against the sen-serter and the customer returned the sensors only. No needles. Unable to confirm the adhesive anomaly due to the sensors being returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer reported that the hub assembly isn't inside serter. The customer stated that catch arm is not bent. Customer has experience this behaviour with multiple sensors. Customer was advised to return the serter and complete sensor. The customer was advised we will ship replacement sensors.